Event description:
The customer reported that the system would not save images nor boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply), power control board and control cable were replaced. The system was then found to be operating as intended.